Event description:
It was reported that the lead had high thresholds and decreased impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4524 lead (B)(6) 1996. (B)(4).